Event description:
It was reported that during a laparoscopic procedure, the blade was broken off. The broken piece was retrieved and no pieces were left inside the patient. No error was displayed. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade broken off returned and discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.